Manufacturer narrative:
Device received with no crack noted on reservoir tube lip. However missing end cap sticker noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery or any alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm and crack around the reservoir compartment, received no delivery alarms and diminished battery life. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.